Manufacturer narrative:
The ge service representative performed an onsite investigation. The central processing unit needed to be replaced. No conclusion can be drawn as further repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system would not display an image. No patient injury was reported.